Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: this device failer during the start up. This device can`t enter to service mode or ventilation mode.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective esm board. Correction: replaced defective component. Note to section d4: creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.